Event description:
It was reported that on (B)(6) 2024, a 27mm navitor valve was implanted in a patient with a final depth that was very low 8-10 mm. When physician deployed the valve it dive a lot. We are at 3mm at 80% of valve deployment and when the physician released the valve in the last phase, the valve dive. But the patient have no issue the 4 following days. Four days later on (B)(6) 2024, pacemaker was implanted due to heart block. The patient is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device malposition and heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the patient had a history of right bundle branch block, there was calcification in the left ventricular outflow tract, and the implant depth was approximately 8-10mm from the non-coronary cusp (deeper than the recommended 3mm). Based on the available information, the root cause of the reported event could not be conclusively determined. It is possible that patient condition (history of right bundle branch block) and/or implant depth contributed to the reported event. However, this cannot be confirmed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.na